Manufacturer narrative:
Additional information has been received which was not included in the initial report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device will not be returned for analysis.

Manufacturer narrative:
The pump passed the stop (idle) current test, run current measurement test, self-test and off no power alarm test. No missing segments/partial display noted during testing. The pump was received with a completely detached end cap. Unable to complete the functional test, the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat and a21 error test or verify alleged pump delivery anomaly due to a completely detached end cap. The following were noted during visual inspection: minor scratched display window and missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 25-aug-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 25-aug-2024 in the pump history file due to no data available. Unable to complete the functional test due to a completely detached end cap. Unable to confirm alleged dka/high bgs. Unable to confirm alleged pump delivery anomaly due to completely detached end cap. Unable to test for reported harm due to completely detached end cap. Device test failed (pump delivery anomaly) unknown due to completely detached end cap. Cosmetic damage was confirmed at the end cap. Missing segments/partial display not confirmed (the pump passed the self-test). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), missing segments/partial display, device test failed. The customer reported blood glucose value of 23 mmol/l. The customer reported diabetic ketoacidosis, hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-712wws. Troubleshooting was performed and the customer reported a partial display. The customer inserted a new fully charged battery and the display did not return to normal or self-test failed. The customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Mmt-712wws was requested and the customer response was the device will be returned.